Event description:
It was reported that on 01/05/2010 teleflex legal counsel received the following info. The plaintiff in the case claims that she suffered limb ischemia necessitating a below knee amputation of her right leg following the use of an arrow intra-aortic balloon pump (iabp) in 2007. The female pt . She underwent a left heart catheterization in 2007 for chest pain and was then to undergo coronary artery bypass graft (CABG). Four months later, she was admitted to the hosp due to chest pain. Eighteen days later, she was transported to the operating room at the hosp for surgery. Just prior to surgery, she experienced an episode of v tach. She was shocked and converted to atrial fib. An intra-aortic balloon (iab) was placed through the right groin due to the v tach. Position of iab was verified via fluoroscopy and noted as functioning properly. She was taken to cardiac care unit (ccu) at which time the iabp malfunctioned; pump was alarming "high pressure alarm". A call was placed to the clinical support line. The clinical support specialist (css) asked the rn for the height of the pt., if there was a kink and if the pt was on any drips. The rn stated that the pt was on nitroglycerin and amiodarone drip. The rn also stated that the pt was in sb rhythm using pattern trigger. The rn was instructed to reduce the iab by 2cc, because as the css explained, the iab may be too big for the pt's aorta. After the rn took the 2cc's from the iab, the iabp resumed functioning properly. Three days later, nursing notes indicate right foot pulse was weak, but palpable. The following day, CABG performed and nurse notes indicate the iabp therapy was removed post-op. Six days later, pt complained of right foot pain, numbness and tingling. Dorsal pedal pulse was noted as negative. They reported no acute indication for surgery and decided to follow pt. On a daily basis. The following month, pt was diagnosed with dry gangrene of her right foot. Six days later, the "right below the knee amputation was performed."

Manufacturer narrative:
Device will not be returned for eval.